Event description:
The customer reported that there was an uncontained fluid leak of approximately 3ml from a coulter lh 750 hematology analyzer during startup and daily checks. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) instructed customer by phone to change tubing at pinch valve pv61 (vl61). There were no further leaks reported. The repairs were verified and the instrument was operational. (B)(4).